Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right side. The patient is enrolled in the (B)(4). Patient had a revision of the right knee due to aseptic failure. The tibial baseplate and femoral component were revised. The patellar component was not revised. The implants were replaced with a femoral component, tibial component , tibial cone augment, and tibial insert.